Manufacturer narrative:
The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined sf180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: pr (B)(4).

Event description:
During resmed evaluation of an astral device, review of the device data logs revealed error messages (sf180) related to battery charger fault. There was no patient harm or serious injury reported as a result of this incident.